Event description:
It was reported that the drive support cap was sticking out, and the customer did not know how it happened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk, cracked display window, scratched lcd window and a cracked reservoir tube lip.